Event description:
Pci for nstemi in 2007. Taxus stent to rca (mid rca) cypher and bare metal stent to home the next day on asa & plavix ( + other meds). Pt did not take plavix. Readmitted three days later, with stemi cardiogenic shock - occluded both rca + cx at origin - both stents thrombosed.pci the same day, reopened rca - cypher stent x 2 unable to reopen cx. To another hosp three days later (critical but stable). Pt expired the following month - never went home.